Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner was fully expanded and the tip opened as designed. The liner had circumferential delaminated 11cm in length from tip and bunched inwards towards hub. The c-marker band was detached and not returned. There were minor scratches observed on the sheath. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: the esheath liner appears delaminated and bunched, the c-marker band was separated and embolized in the access vessel, the patient had tortuous anatomy at the access vessel, there was presence of calcium at the access vessel. In this case, the reported events were confirmed through evaluation of the returned device and provided imagery. Investigation results suggest/indicate that patient factors (calcification, tortuosity) and/or procedural factors (non-coaxial alignment,) may have contributed to the sheath liner delamination while procedural factors (excessive manipulation) may have caused or contributed to c-marker separation. However, a definite root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards romania affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra transcatheter heart valve, the valve was successfully implanted, but while taking out the esheath+ out, the radiopaque marker was observed to be missing and remained in the patient. The esheath+ structure was also observed to be damaged. On post operative day 2, a consultation was done with a healthcare personnel, and the radiopaque marker was noted to be stable/not moving. The patient was doing fine. Per fluoroscopy images received, the c-marker can be observed outside the esheath lumen. Images of the device after removal showed a liner delamination.